Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation and that the wires were leaving indentations on her back. The patient also indicated that she previously developed a rash from a medication and was not sure what caused the present irritation. The patient's dermatologist provided a light cortisone cream and the patient's pharmacist instructed the patient to use triamcinolone. Follow up indicated that the irritation improved.